Event description:
A malfunction was reported that a malfunction alarm occurred. The customer's blood glucose level was reported at 7.9 mmol/l. Technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode before returning it. The customer agreed to use the current pump as a backup to ensure insulin delivery was not interrupted.